Manufacturer narrative:
S m kabir, proceedings of the 150th meeting of the society of british neurological surgeons', british journal of neurosurgery, 21:2, 91 - 179. Abstract article f2-06: outcome and complications of vagal nerve stimulator in children with intractable epilepsy.

Event description:
During review of an article regarding outcome and complications of vns in children with intractable epilepsy, it was reported that a pt had infection. Attempts to obtain additional info are in progress.